Event description:
It was reported that the patient implanted with this right ventricular (rv) lead and associated pacemaker presented for a device check due to suspected loss of capture. The rv pacing thresholds were rising and inconsistent and the patient appeared to be paced at less than 60 bpm at times. It was also noted that the r-waves had decreased since implant. The lead was tested, an x-ray was performed, and both right atrial and rv pacing outputs were increased. The lead was suspected to be dislodged, but the x-ray did not confirm this. It was noted the patient experienced dizziness and bradycardia due to the intermittent loss of capture from the pacing outputs being too low. Two days later, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The chronic ra lead and the pacemaker remain implanted and in service with the new rv lead.